Event description:
Patient reported, right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). And missing shell assessed, as inconclusive. Additional observations: creases were observed. No further actions are required, as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported rupture. The device was explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.